Event description:
Hospital staff in central supply noticed smoke coming from a supply cart where about a dozen "cauteries" in sealed sterile pouches were stacked. A cautery on the bottom of the stack was found with cap off of the cautery head and cautery was activated, burning and melting holes into both sides of the pouch.